Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient is without stimulation and is unable to recharge the ipg. A communication error message displayed on the patient programmer. The sjm representative will contact the patient as the next course of action.